Event description:
It was reported the housing was cracked front and back (broken case). The device was returned for repair and subsequently tested out of specification during the manufacturer's analysis. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the upper/lower case and display was broken. Analysis also found that the battery drawer was broken. The side bail cover, bail cover, and ring were missing.